Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that two months ago his blood glucose dropped to 14 mg/dl. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Customer stated that he had a chest pain at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.